Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra 2 meter read inaccurately low compared to his feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started at an unspecified time on (B)(6) 2014. At unspecified dates/times, the patient obtained blood glucose results of ¿137, 166, 91, 136, 160, 179, 130, 150, 152, 95 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type and dosage) and stated he would ¿exercise¿ in response to the alleged inaccurate result(s) obtained with the subject meter. The patient stated, 4 to 5 days after the alleged issue occurred, he developed symptoms of ¿dizziness.¿ at an unspecified date/time, the patient went to the emergency room (ER) where his blood glucose was tested and obtained results of ¿349, 318 mg/dl¿ with an ER/hospital meter. The patient was treated by a health care professional (hcp) with ¿IV fluids.¿ during troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.